Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the IFU/ product label. Per the IFU, possible risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation include persistent pain at the ipg or lead site. The ipg was discarded by the medical facility and as such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted and determined that reported event of discomfort at the ipg site is a known inherent risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation as documented in the IFU.

Event description:
It was reported that the patient experienced discomfort at the implantable pulse generator (ipg) pocket site. The patient underwent a procedure where the ipg was removed. Post operatively, the patient was doing well. The explanted ipg will not be returned as it was disposed by the medical facility.

Event description:
It was reported that the patient experienced discomfort at the implantable pulse generator (ipg) pocket site. The patient underwent a procedure where the ipg was removed. Post operatively, the patient was doing well. The explanted ipg will not be returned as it was disposed by the medical facility.